Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced infection and tenderness at the ipg site. It was noted patient was treated with IV antibiotics. Surgical intervention was undertaken wherein the entire system was explanted to address this issue.

Manufacturer narrative:
A patient experienced infection and tenderness at the ipg site was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. IV antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.